Manufacturer narrative:
The computer was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The manufacturer representative replaced the computer. The system then passed the system checkout and was found to be fully functional. The computer was returned to the manufacturer, however, analysis results were not available at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported the system became unresponsive while navigating and required rebooting. It was noted this issue occurred multiple times during the procedure. The use of navigation was aborted. This issue occurred intraoperatively and cause a less than one-hour surgical delay. There was no reported impact on patient outcome.